Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Initial investigation found the device had no telemetry. A memory download could not be performed. It was concluded that the no output and no telemetry condition was a result of electrical overstress damage to the mixed mode integrated circuit. It was concluded that the damage to the device was induced.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.